Event description:
During a ptca treatment procedure, the nc monorail 15/2.5 mm balloon ruptured at 18 atms and balloon catheter removal difficulties were encountered. The 90% stenotic, heavily calcified lesion was located in the maoderately totuous mid left anterior descending coronary artery. The physician used an 8f introducer sheath for vascular access and an 8f ebu 3.75 guide catheter to cross the lesion. The lad was wired with a 0.014" cougar xt long guidewire. Wiring of the diagonal branch vessel was unsuccessful due to the tightness of the lesion. The lad lesion was treated with eight inflations of the maverick2 2.50/20 mm balloon (9 atms x 8 sec, 10 atms x 15 sec, 18 atms x 5 sec, 8 atms x 14 sec, 14 atms x 13 sec, 16 atms x 13 sec, 23 atms x 38 sec, and 23 atms x 14 sec.) The physicain was then able to wire the diagonal branch using a short 0.014" whisper wire. He dilated the ostium of the diagonal branch with three inflations of a quantum maverick 2.5/12 mm balloon (14 atms x 10 sec, 14 atms x 14 sec, and 23 atms x 28 sec.) Several balloon inflations were performed into the lad. Attempts to crack a tight focal lesion at the bifurcation with a maverick 2.5/30 mm balloon (8 atms x 14 sec and 12 atms x 27 sec) were unsuccessful. This balloon was removed and unsuccessful attempts were made with an nc stormer zipper 2.5/11 mm balloon (18 atms x 43 sec) and a maverick 2.5/12 mm balloon (8 atms x 10 sec, 10 atms x 10 sec, and 12 atms x 17 sec). The physician then used an nc monorail 2.5/15 mm balloon which was inflated to 18 atms x 50 sec, then ruptured. The physician was unable to retrieve the balloon which was inflated to 18 atms x 50 sec, then ruptured. The physician was unable to retrieve the balloon which adhered to the vessel wall. Several attempts to withdraw it or push it forward and reapply negative pressure were unsuccessful. Eventually, with a forceful extraction, the proximal portion of the balloon disconnected from the catheter and remained inside the vessel. The vessel was dissected at the point despite release of the lesion, so with great difficulty, the physician was able to rewire the lad and regain access to the true lumen. He re-ballooned the mid-to-proximal segment trying to push and fold the retained portion of balloon and imbed it further into the vessel wall. He then delivered a cypher 2.5/18 mm stent into the mid lad across the bifurcation and deployed it at 14 atms. He then delivered a cypher 3.0/23 mm stent and deployed it on top of the retained balloon portion to crush it against the vessel wall. Another cypher 3.0/23 mm stent was deployed almost all of the way out to the ostial left main coronary artery. Distal to the mid stent, he deployed another cypher 2.5/18 mm stent. All stents were postdilated with a 3.0 mm balloon which resulted in reduction of the stenotic area to 0% with normal (timi iii) flow down the lad and diagonal branch. Per the physician, the procedure was difficult and lengthy, but the pt tolerated it relatively well with no complications. An intra aortic balloon pump was inserted for support due to severe lv dysfunction and extensive disease in this high risk case. The procedure was considered successful.